Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned speaker holes, reconnected cartridge, and resumed insulin after waiting, and alarm did not recur; pump returned to normal operation and technical support provided guidance on preventing future altitude alarms.